Event description:
It was reported that the patient's implantable neurostimulator (ins) presented high impedance values. It was further reported that impedance values '> 10000 ohms' were recorded 'on contacts 9, 11, and 13.' The patient's therapy at the time of report did not use contacts 9, 11, and 13 and it was noted that the patient had not complained of 'any changes in therapy.' It was also reported that the patient was sedated at the time of report and would be unable to give 'accurate feedback' if reprogramming was attempted. X-ray results "did not show fracture." Additional information attained after the initial report indicated that the patient was "not feeling effective stimulation on the right side of her body." The patient was redirected to their health care provider. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 399930, lot# v033957, implanted: (B)(6) 2009, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Follow up reported that the patient met with their physician at which impedances measurements showed electrodes #9, 11, and 13 were out of range. The patient felt the stimulation on both their left and right sides. The patient was reprogrammed without the use of those electrodes and good stimulation with satisfactory coverage <(>&<)> pain relief obtained. The patient was advised not to move ahead with any MRI tests due to the high impedances. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received indicating that the patient would be meeting with the physician and the manufacturer representative next month to determine if the lead was broken and what to do next. The patient went to the physician sometime in the last two weeks. It was stated that there are 3 parts that were broken but he did not know what 3 parts or if they were of the same parts. It was noted that the manufacturer representative was aware of the broken leads. The patient wanted to do an MRI in (B)(6) 2013 of the pituitary gland and was told by the physician that they would be able to do it but there was a high risk due to the broken wires. They did not want anything to do with it if the patient would be harmed and the physician refused to do the MRI. The patient had experienced increase in pain for the last 3-6 months. The patient had realized within the last month that when she tried to turn up the stimulation she had to increase stimulation up to 6 and she could not feel any stimulation in the front right side. They could feel stimulation a little on the left front and the back both left and right. Stimulation in the wrong location was noted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported they experienced a loss of therapy due to the broken lead which occurred two to three years ago. The implantable neurostimulator (ins) had been off for a couple of weeks since the patient had not used stimulation due to frustration from the broken lead. The patient stated they hadn't had time for the revision surgery because it was a 12 week recovery. At the current time, the patient was in pain in the sciatic area possibly related to sciatica which started on (B)(6) 2015, but the ins was not in use at the time the pain started. The patient programmer (pp) was used to check the device which showed the ins battery was low. It was noted the patient's recharger was lost.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the patient reported that they had 4 broken wires which irritated them and they did not feel any stimulation in their pelvic area on the right side. They confirmed that the issue started 3 years prior (2013). If additional information is received, a follow up report will be sent.

Event description:
The patient met with their healthcare professional (hcp) and manufacturer's representative on (B)(6) 2016 to discuss a revision of the wire at t9. The outcome of the appointment was that the patient was not going to go through with the revision as they did not use the stimulation enough and it would not be covered by insurance. The patient was going to see a new pain hcp next week and will see if they will be the new managing physician for the device. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the leads broke a while ago, however the patient was unable to find a good time to schedule surgery due to taking care of a family member that has health conditions.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the cause of the lead to break was unknown. Interventions taken included an x-ray which showed "no visualization." The patient recovered without permanent impairment and was doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received form the consumer. It was reported that the patient had their implant replaced because there were 4 broken wires. No further complications were reported/anticipated.